Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v381109, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported their first encounter with the patient was just before surgery for a lead revision. The patient's stimulation hadn't worked in about a year. It was noted that the hospital moved up the case time so it was unknown what led to the issue with their stimulation. An impedance check was done and showed that all impedances were high and out of range. Battery life was also depleted. The lead was connected to a new battery and impedances were still too high. The doctor determined a full revision was necessary. With little effort, the lead came out too easily from the pocket. The doctor inspected the lead and saw that it was completely fractured. X-ray confirmed the lead had a fracture at the first tined-marker. It was stated the doctor didn't want to make any attempt to retrieve the broken part of the lead and the portion of the fractured lead was still remaining. They placed a new lead. Testing confirmed a good location and the new lead was connected to a new implantable neurostimulator (ins). The patient had appropriate responses in recovery and they were placed on the 3rd standard program at 0.6v. It was noted that the issue was resolved at the time of the report. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.